Event description:
It was reported that the patient underwent surgery because the inflatable penile prosthesis was not inflating and the pump stayed indented. The device was replaced and fluid loss in the explanted device was observed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.